Event description:
The recently implanted patient reported that there was no education at the hospital on how to use the programmer. The patient also reported that they had a terrible bladder infection since the day prior to this call. The patient met with the health care provider on the day of this call and was put on antibiotic .the patient was advised to make sure therapy was on and it was confirmed therapy was set on program 3 at 1.60 v and was on. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).